Manufacturer narrative:
In 2009, the complaint was deemed not reportable. Since that time, management responsibility has changed and the complaints dealing with lifecath were reviewed for reportability and vygon decided to report the previous complaints to FDA. The returned device was visually inspected as well as used in its operational context by being infused with fluid. Variations were found in the devices that were caused by a manual bonding process. Due to known manufacturing issues with other lots of this device, vygon has made the decision to remove the products from distribution out of an abundance of caution per 21 cfr 806. A recall was initiated on (B)(4), 2011 under the knowledge of FDA. A recall number has not yet been assigned.

Event description:
During insertion of the PICC, the catheter ruptured just passed the hub after flushing several times without any problem. The catheter had only been advanced to the 15cm mark and the sheath was still in the vein, so the catheter was removed and replaced with another. No harm occurred as a result of this incident.